Manufacturer narrative:
Not returned for evaluation.

Event description:
It was reported the patient experienced erosion at the artificial urinary sphincter (aus) cuff. The aus was removed and another aus was implanted. No further patient complications were reported in relation to this event. The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of known inherent risk of device was chosen. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Manufacturer narrative:
Device evaluation.

Event description:
It was reported the patient experienced erosion at the artificial urinary sphincter (aus) cuff. The aus was removed and another aus was implanted. No further patient complications were reported in relation to this event. The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of known inherent risk of device was chosen. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.